Manufacturer narrative:
(B)(4). Batch # l9357u. The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot/batch.

Event description:
It was reported that the titanium tip was broke during the procedure. Changed to another one to complete surgery. There was no report on the patient injury.